Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was making random noises, screen was scratched up and harder to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump piece of plastic missing at opening of battery compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. The test reservoir was able to lock in place. Device passed displacement test and self test. No audio/vibrate or missing segments anomaly noted.